Event description:
Per provider after march 2013 so not impacted by recall but still under warranty until 8/27/2014. Joystick turning off for no reason and screen sometimes pulls up with a red screen and you have to cycle unit off for the display to appear.